Manufacturer narrative:
Additional information is pending and will be provided once received.

Event description:
It was reported to boston scientific (bsc) that the above-referenced pacing lead exhibited, high, out-of-range impedance measurements in bipolar configuration. The impedance measurements were normal in unipolar configuration. The lead was subsequently explanted and a new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported to boston scientific (bsc) that the above-referenced pacing lead exhibited, high, out-of-range impedance measurements in bipolar configuration. The impedance measurements were normal in unipolar configuration. The lead was subsequently explanted and a new lead was implanted. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. An x-ray of the lead body indicated an outer coil fracture. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.